Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient underwent revision surgery (date not reported) to replace the abutment. It was later reported that the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with a new device (date not reported).